Manufacturer narrative:
At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information was received.

Event description:
The customer stated that the end user had reported random pressure drop on the 3100a ventilator while the unit was on patient. There is no known harm associated with the patient in this reported event.